Event description:
Pt reports possible problems with internal battery on curlin pump. Patient stated that during prior infusion the pump stated the batteries were low. Patient replaced the batteries and about 15 minutes later the pump gave the same/similar error about the batteries being low and needing to be replaced. Informed patient we will replace the pump as the internal lithium-ion battery might need to be replaced, this is not something the patient can do at home. No medication was lost or dose missed on prior infusion, full dose completed. No adverse event or effects were reported due to pump giving error/message about batteries needing to be replaced. Pump is in possession to be returned, and new replacement pump already added to open order. Serial number: (B)(6), no additional information was provided. Reported to (B)(6) by: patient/caregiver.